Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, baclofen, and fentanyl at unknown doses and concentrations via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's previous doctor had discharged them, and they were in the process of establishing care with a new physician. The patient reported that when they get a replacement pump implanted they want different medication since they had gone through a withdrawal previously. The withdrawal took place 6 weeks prior to (B)(6) 2018. The patient reported their pump was alarming in their body. The patient also reported that their pump "wasn't letting anything in." The patient reported no doctor would see them because they have the pump. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a business partner. The patient started treatment with compounded baclofen 200 mcg/ml at an unspecified dose. Additional medical history included anxiety and bipolar disorder. Concomitant products included movantik (naloxegol), neurontin (gabapentin), percocet (oxycodone and acetaminophen), tizanidine , asa (acetylsalicylic acid), atorvastatin, buspirone, colace (docusate sodium), klonopin (clonazepam), fluoxetine, unspecified "thyroid" medication, lisinopril, omeprazole, and spironolactone. The patient's last refill was on (B)(6) 2017. The pump was noted to be at end of life but still functioning. On (B)(6) 2018, the patient was referred to and seen by a neurosurgeon for consultation regarding pump replacement. The previously reported withdrawal was further described as "no major symptoms," and had been experienced for 5 weeks. As of 2018-jun-11, the current status of the withdrawal was unknown, as the patient had "self discharged" from the managing physician's care and was under the care of another physician. A planned pump replacement was pending insurance approval. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the cause of the "giving too much medication" and "sleeping for 20 years" was undetermined. The patient wasn¿t able to get their pump refilled by their doctor which caused the pump to go empty. It was reported that the pain pump was removed. The patient had a doctor's appointment on (B)(6) 2018 at which they presented due to back pain. The pain was clarified as low back pain. It was reported that the patient's pump ran dry in (B)(6) of 2018 and the patient went through withdrawal. The patient had a history of lumbar spine pain, vasculitis, and sneddon's syndrome, as well as neuropathy. The low back pain was described as aching, throbbing, sharp, and shooting. Their pain intensity was a 5-8/10 and was constant. The pain was radiating to the bilateral buttock, hip, and both lower extremities, and paresthesia extending to the feet. Daily activity, movement, walking/standing/sitting long period would aggravate the pain. The patient was a former smoker. The patient was positive for nausea, vomiting, urinary frequency. The patient was (B)(6)" and (B)(6) lb. Their blood pressure was 121/76 and pulse was 92 bpm. The patient had tenderness at l5, s1, sacroiliac joint, and the sciatic notch. Patient has pain with motion in the buttocks and both of their sacroiliac joints. The patient has moderate restriction in their range of motion of the lumbar spine. The patient did not have normal sensation in their toes. The patient requested to have their pump removed and it was determined surgical intervention was needed due to the pain affecting the patient's quality of life. The removal of the pump was scheduled for (B)(6) 2018. Both the pump and the catheter were removed and a spinal fusion was performed. The patient had no longer been obtaining relief with the intrathecal pump. The patient underwent general endotracheal anesthesia without any difficulty, was placed in a lateral position with left side up, prepped and draped in the usual sterile fashion. A number 10 scalpel blade was used to make a transverse skin incision over the left upper quadrant of the abdomen. Bovie electrocautery was used to incise the subcutaneous tissues. The intrathecal pain pump was identified and removed. A connecting catheter was then removed as well. The subcutaneous pocket was then closed with 0 vicryl interrupted suture, and the subcutaneous tissues were closed with 2-0 vicryl interrupted inverted suture. A number 10 scalpel blade was then used to make a midline incision over the insertion site of the intrathecal catheter. Bovie electrocautery was then used to incise the subcutaneous tissues. The intrathecal catheter was identified and removed as well as the silicone cuff anchoring the catheter and the remaining portion of the catheter extending to the intrathecal pain pump was removed as well. The subcutaneous tissues were closed with 2-0 vicryl interrupted inverted suture. The skin was closed with staples. The needle and sponge counts were correct, and sterile dressing was applied. The patient tolerated the procedure well and was taken to recovery room in stable condition. No further complications were anticipated/reported. Concomitant medications include: aspirin 81mg tablet once daily, atorvastatin 40mg tablet once a day, buspirone 10mg tablet once a day, docusate sodium 100mg capsule once per day as needed, fenofibric acid 135mg capsule once a day, fluoxetine 40mg capsule once a day, klonopin 1mg tablet twice a day, levothyroxine 50mcg tablet once a day, lisinopril 10mg tablet once a day, omeprazole 20mg capsule once a day, percocet 10mg-325mg tablet once every 4-6 hours, spironolactone 50mg tablet once a day, tizanidine 4mg capsule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the healthcare professional (hcp). The patient stated their pump was dry and their spine had been burning up like it was on fire. The patient stated their pain level had been at 20, and if they didn¿t do something they were going to go crazy. The patient reported their pump alarm went off on (B)(6)2018. The patient stated the hcp was supposed to order another pain pump and medication, but something happened and the hcp didn¿t do what they said they would do. The patient was sent to a surgeon 4 weeks after going through withdrawal. The patient felt the burning in the spine starting on (B)(6)2018. The patient reported that they wanted the pump out and didn't want another one. The patient reported they've had the same catheter in them for 18 years. The patient reported that the nurse at their doctor office said someone came to talk to the physician, and told them about a recall and the pump malfunction. The patient reported that the pump died in january. The hcp reported that the pump had reached end of life, which was the cause of the alarm and withdrawal. The patient was sent for a replacement, and the patient was released from the doctor's care after the removal. The patient's weight was provided. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient found out on (B)(6) that her pump was on recall because it could give out too much medication and she believed it did because she had been sleeping for 20 years of her life. It was noted the pump was alarming, malfunctioning, and she went through withdrawal starting (B)(6) 2018. The healthcare provider (hcp) told her the company representative (rep) would come check the pump and the hcp office told her the pump was on recall. The patient reported she had the catheter in her body for 20 years and her spine was on fire. The patient could not get anyone to help her and totaled her car because she wanted to commit suicide. The hcp office told her the rep was going to call her, but she never got a call and wanted to know why he did not call her. The patient also inquired why she never received a letter from the manufacturer about the pump recall. The patient mentioned she called two times requesting to contact the local rep. There was no troubleshooting done prior to the call. It was reported the patient was discharged from the doctor on (B)(6) 2018. A different doctor removed the pump and catheter on (B)(6) 2018 and had to put a fusion on her spine because it was deteriorating. She would be getting the pump from the hcp office. Recall and longevity information was reviewed, and an email was sent to the rep. It was also reviewed the pump would need to be sent back to be analyzed. Additional information was received from the rep clarified there was a history with this patient. The managing physician knew that the pump was at the elective replacement indicator (eri) (believed to be in january). The physician contacted the rep and they set up an appointment with the doctor to replace the pump. The patient came to the appointment on a thursday with surgery day for the following monday. She left the doctor¿s office and went to the doctor who discharged her and demanded it be changed that day. This doctor became very agitated with her and discharged her from his clinic and told the other doctor that he would not manage her pump and the case was cancelled. The rep then received an email from patient services to help her find a physician to remove pump, which the rep tried to do. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had gone through withdrawals for 5 months. It was indicated that the patient was trying to find the recalls on their pump and wanted a letter sent to her. The patient believed her pump malfunctioned and that it was currently being analyzed. It was reported that the patient¿s pump showed online that it was on a recall. The patient¿s pump was described as having went out on the patient after 8 years in her body and the patient went through withdrawals for 5 weeks. The patient had heard an alarm and the pump went out (B)(6) 2018 and she couldn¿t get the pump out until (B)(6) (this information is discrepant as it was previously reported that the pump was removed on (B)(6) 2018).